Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 446 mg/dl at the time of incident and the current blood glucose event was 559 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin for high blood glucose level. Customer did not mention symptoms related to high blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The patient was in manual mode for quiet a week yet 2 hours pointing down manual mode always high not having suspend features loosing either in one motor.